Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced flexion contracture that was treated with six months of rehabilitation.

Manufacturer narrative:
No devices or photographs were received with complaint for investigation since the product remains implanted in the patient; therefore, the condition of the nexgen articular surface component is unknown. Without a device for exam, neither visual nor dimensional analysis are possible. The device history records review could not be conducted as the lot number is unknown. The knee compatibility of components was assessed against the product part numbers and no issues were noted. This device is used for treatment. The complaint history search for the part and lot combination could not be performed as the lot number is unknown. Surgical notes were not provided for this complaint; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: femoral component option size f right compatible with lps-flex prolong catalog# 00596401652 lot# 62793162, st tib plt prct size 5 catalog# 00598003703 lot# 62823384, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog# 00597206532 lot# 62770642.